Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 12, 2017. Method - no testing methods performed. Results - no results available since no evaluation performed. Conclusions - unable to confirm complaint, device not returned. The sample was not returned for evaluation and a lot number was not provided; therefore, the complaint was not confirmed and a definitive root cause was not determined. As the product is reusable, it is likely that damage occurred to the connector over time through re-use and sterilization. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results pending completion of evaluation. Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular connection part of the endoscope to which the light cable is connected was broken. . It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.